Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery contacts were damaged. It was also noted that the side bail covers were broken, one case screw was missing and the battery drawer was damaged. (B)(4).

Event description:
It was reported the device battery metal tab is broken off. The device was returned for repair. No patient involvement or complications were reported.